Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient went to the emergency room on (B)(6) 2016 a day after being implanted with his scs system. The patient complained of a stabbing pain in the left lower abdominal quadrant. The patient stated he had the pain in pacu recovery, and the pain is regardless of stimulation being on or off. A CT scan was ordered for the pain, and the patient saw an infectious disease doctor. No abnormalities were found. The patient was given morphine pills by the pain management physician. In addition, the patient reported he was not receiving effective stimulation therapy in all of his pain areas. The physician suspects the patient's scs lead may have moved and could be irritating a nerve in addition to not providing full stimulation coverage of the patient's pain pattern. Surgical intervention is planned for a later date to address the issues.